Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) with unit has numerous error codes upon start. A getinge field service engineer evaluated error code indicates potential executive board replacement. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. It is unknown of patient involvement.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has numerous error codes upon start. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)